Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device/ migration of essure device location:uterus"), pelvic pain ("chronic pelvic pain") and menorrhagia ("menorrhagia") in a 36-year-old female patient who had essure (batch no. 925776,869764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and adenomyosis. Concomitant products included anovlar (loestrin) and nuvaring. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 2 months after insertion of essure, the patient experienced abdominal pain ("abdominal pain"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)salpingectomy (bilateral removal of fallopian tube)), surgery (total hysterectomy (uterus and cervix removed)salpingectomy (bilateral removal of fallopian tube)) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, dysmenorrhoea, fatigue, weight increased, abdominal pain and back pain outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *essure inserted into left fallopian tube, at least 4 to 6 coils seen protruding from os. Date of discrepancies in date of insertion-earlier date 08 may 2013 , updated date as per pfs (B)(6) 2013. Approximate weight at time of essure placement 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-jun-2018: plaintiff fact sheet received: reporter and events (back pain and abdominal pain) was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device/ migration of essure device location:uterus"), pelvic pain ("chronic pelvic pain") and menorrhagia ("menorrhagia") in a 36-year-old female patient who had essure (batch no. 925776,869764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and adenomyosis. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)salpingectomy (bilateral removal of fallopian tube), and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *essure inserted into left fallopian tube, at least 4 to 6 coils seen protruding from os. Date of discrepancies in date of insertion-earlier date (B)(6) 2013 , updated date as per pfs 18 jun 2013. Approximate weight at time of essure placement 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event abnormal vaginal bleeding, dysmenorrhea, fatigue, migration of essure device location:uterus, weight gain added.reporters,events outcome, lab data,concurrent condition,lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device/ migration of essure device location:uterus"), pelvic pain ("chronic pelvic pain") and menorrhagia ("menorrhagia") in a 36-year-old female patient who had essure (batch no. 925776, 869764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and adenomyosis. Concomitant products included anovlar (loestrin) and nuvaring. On (B)(6)2013, the patient had essure inserted. On (B)(6)2014, 1 year 2 months after insertion of essure, the patient experienced abdominal pain ("abdominal pain"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), weight increased ("weight gain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)salpingectomy (bilateral removal of fallopian tube)), surgery (total hysterectomy (uterus and cervix removed)salpingectomy (bilateral removal of fallopian tube)) and surgery (ablation). Essure was removed on (B)(6)2015. At the time of the report, the device expulsion, dysmenorrhoea, fatigue, weight increased, abdominal pain and back pain outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *essure inserted into left fallopian tube, at least 4 to 6 coils seen protruding from os. Date of discrepancies in date of insertion-earlier date (B)(6) 2013 , updated date as per pfs (B)(6) 2013. Approximate weight at time of essure placement 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55 kg/sqm. Hysterosalpingogram - on (B)(6)2013: total bilateral occlusion; on (B)(6)2013: total bilateral occlusion. Batch number: 869764, man date: 2011/06 exp date: 2014/06. Batch number: 925776, man date: 2011/11 exp date 2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (b)64)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (vaginal hysterectomy with a bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device/ migration of essure device location:uterus'), pelvic pain ('chronic pelvic pain') and menorrhagia ('menorrhagia') in a 36-year-old female patient who had essure (batch no. 925776, 869764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and adenomyosis. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) and ethinylestradiol;norethisterone acetate (loestrin). On(B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), 1 year 2 months after insertion of essure. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("back pain") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, fatigue, weight increased and psychological trauma outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage was resolving and the dysmenorrhoea, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *essure inserted into left fallopian tube, at least 4 to 6 coils seen protruding from os. Date of discrepancies in date of insertion-earlier date (B)(6) 2013 , updated date as per pfs (B)(6) 2013. Approximate weight at time of essure placement 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. Batch number: 869764 man date: 2011/06 exp date: 2014/06 batch number: 925776 man date: 2011/11 exp date 2014/11 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('malposition of essure device/ migration of essure device location:uterus'), pelvic pain ('chronic pelvic pain') and menorrhagia ('menorrhagia') in a 36-year-old female patient who had essure (batch no. 925776, 869764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity and adenomyosis. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) and ethinylestradiol; norethisterone acetate (loestrin). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), 1 year 2 months after insertion of essure. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("back pain") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, fatigue, weight increased and psychological trauma outcome was unknown, the pelvic pain, menorrhagia and vaginal haemorrhage was resolving and the dysmenorrhoea, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, device expulsion, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, psychological trauma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *essure inserted into left fallopian tube, at least 4 to 6 coils seen protruding from os. Date of discrepancies in date of insertion-earlier date (B)(6) 2013, updated date as per pfs (B)(6) 2013. Approximate weight at time of essure placement 280 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 55 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2013: results: total bilateral occlusion. Batch number: 869764 man date: 2011/06 exp date: 2014/06. Batch number: 925776, man date: 2011/11, exp date 2014/11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of the event pelvic pain, vaginal haemorrhage ,menorrhagia, dysmenorrhea, abdominal pain and back pain were updated from unknown to recovered. New event added:psych injury. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.